Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (269-400 mg/dl) since the pump supplies were changed yesterday. Insulin injections or a bolus of insulin were used to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer was to change out the pump supplies. Tandem technical support advised the customer to discuss the event with a healthcare provider. The customer declined further follow-up.